Event description:
Same case as MFR #: 2134265-2014-05137. It was reported that removal difficulties occurred and the patient experienced pain. The target lesion was located in an artery below the knee. A peripheral rotawire¿ and a 1.25mm peripheral rotalink® plus were selected for use. Rotablation was performed. During the second pass through the lesion, the device stalled and the rotalink became stuck on the wire. The devices were removed together with difficulty noted. The patient complained of pain which was possibly due to new blood flow in the vessel. However, when the burr was removed, there appeared to be tissue or calcium on the tip. The patient was transferred to the hospital, likely as a precaution. No further patient complications were reported. It was later noted that the valve on the gas tank was loose resulting in an inadequate amount of gas being supplied to the rotablator system and likely the stalling issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the advancer and the catheter were returned connected together. A guidewire was returned loaded through the unit, protruding from the burr and the base of the advancer. An attempt was made the remove the wire from the device by laying the catheter out flat and pulling the wire through. The wire was successfully removed with no resistance encountered. The handshake connection was inspected and no damage was noted. A connect/disconnect test was performed to examine the integrity of the connection and the unit was wet tested. The system did not stall and reached an optimum speed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2014-05137. It was reported that removal difficulties occurred and the patient experienced pain. The target lesion was located in an artery below the knee. A peripheral rotawire and a 1.25mm peripheral rotalink® plus were selected for use. Rotablation was performed. During the second pass through the lesion, the device stalled and the rotalink became stuck on the wire. The devices were removed together with difficulty noted. The patient complained of pain which was possibly due to new blood flow in the vessel. However, when the burr was removed, there appeared to be tissue or calcium on the tip. The patient was transferred to the hospital, likely as a precaution. No further patient complications were reported. It was later noted that the valve on the gas tank was loose resulting in an inadequate amount of gas being supplied to the rotablator system and likely the stalling issue.